Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that iunihg screw loosening, a new screw was placed. Tooth # 19.

Manufacturer narrative:
One certain® gold-tite® hexed screw, iunihg was not returned for investigation. Visual inspection of the iunihg (lot # unknown) could not be performed and the investigation was based on the risk management files and appropriate IFU. One certain® bellatek® titanium abutment 6.0mm, ildat6 with crown attached, was returned for investigation. Visual evaluation of the returned ildan4 was performed and revealed slight wear and debris. Functional testing of the iunihg could not be performed due to the nature of the devices and reported events and as the product was not returned. Functional testing of the ildan4 was performed. The abutment was seated as intended on a stock 4.1mm certain implant. No pre-existing conditions were noted on the per. The devices were intended for tooth position #19 (universal) for approximately 1 year 3 months when the incident occurred. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. Lda abutments are scanned and designed within the lab. Zimmer biomet only mills the design received through 3shape software. Therefore, a comparison between the customer design and the product should be performed. In the event that the product is not available, the abutment export milling file can be used for the comparison (image IV). DHR review was performed for the iunihg as the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. DHR review was performed for the ildat6 with subject lot number (8578276-1). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A year-long complaint history review by item number (iunihg) was performed for similar events. (B)(4) similar events were identified. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. Based on the available information, device malfunction of the iunihg could not be verified and the reported event was non-verifiable. The following sections have been updated: device not returned.

Event description:
No further event information available at the time of this report.